Event description:
It was reported that a dissection occurred in the common carotid artery (cca), resulting in surgical intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in the transcarotid artery revascularization (tcar) procedure. The target lesion was within the carotid bifurcation and internal carotid artery (ica). After inserting the arterial sheath over the 0.035" j-wire, no wire could be advanced through the cca into the internal carotid artery (ica). The arterial sheath was pulled back and slightly torqued, but still no success. The original suture was closed, and a second access with the was attempted proximal to the first one. No blood was seen flashing back. The physician elected to perform a carotid endarterectomy (cea). The physician noted there was no visible dissection in the cca post-procedure, and the patient did excellent during his cea.

Event description:
It was reported that a dissection occurred in the common carotid artery (cca), resulting in surgical intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in the transcarotid artery revascularization (tcar) procedure. The target lesion was within the carotid bifurcation and internal carotid artery (ica). After inserting the arterial sheath over the 0.035" j-wire, no wire could be advanced through the cca into the internal carotid artery (ica). The arterial sheath was pulled back and slightly torqued, but still no success. The original suture was closed, and a second access with the was attempted proximal to the first one. No blood was seen flashing back. The physician elected to perform a carotid endarterectomy (cea). The physician noted there was no visible dissection in the cca post-procedure, and the patient did excellent during his cea. It was further reported that a dissection was never confirmed, and the procedure was converted to cea due to difficulty advancing the enroute 0.014 wire. During the cea, the physician confirmed that no dissection was present.